Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms noted during testing. Unit functioning properly. Unit received with minor scratched lcd window, cracked case near belt clip rails corner and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. The alarm was not resolved during troubleshooting. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.